Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed the customer's reported issue, and replaced the main board to display board cable to correct the issue. After the part was replaced, the stm ran the iabp unit to verify the screen did not malfunction, then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the display screen for the cs300 intra-aortic balloon pump (iabp) suddenly went blue. The end user attempted to reboot the iabp unit without success. The iabp unit was swapped out with another iabp unit without issue and was sent to the customer's biomed. There was no patient harm and no adverse event was reported.